Event description:
It was reported that this right atrial (ra) lead was found to have dislodge four days after implant. Additional information indicated that the lead was confirmed to have dislodged via x-ray. Additionally, the patient with this right atrial (ra) lead had twitching. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.